Event description:
Additional information received indicates the ipg is functioning fine.  This device is no longer considered reportable on this event.

Manufacturer narrative:
Correction: additional information received indicates the ipg is functioning fine.  This device is no longer considered reportable on this event.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's controller displayed the "replace generator soon" message. It is unknown if the message displayed prematurely. Surgical intervention may be pending to address the issue.